Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombus requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the second stage of a two stage procedure took place in 2008. The patient had slow flow after pre-dilatation (voyager bdc). Coronary thrombus was present. A thrombectomy was performed. After successful intervention with a planned stent, timi 3 flow was restored. This event was also reviewed by the clinical evaluation committee (cec). The cec adjudication determined that this was a bradycardia event and a non q-wave myocardial infarction occurred. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - myocardial infarction, listed in the voyager IFU is a known adverse event with coronary dilatation and not necessarily an indication of a product quality issue. Bradycardia, ischemia, myocardial infarction, thrombosis and additionally, therapy are listed in the no fault risk assessment as no fault post procedural complications. There is no indication of a product deficiency. Possibly the bradycardia ischemia and myocardial infarction are secondary effects of the thrombosis which required additional therapy. A conclusive root cause for the reported patient effects and the relationship to the product cannot be determined.